Event description:
It was reported that after the patient's device was implanted on (B)(6) 2010, impedance readings were normal. On (B)(6) 2010, impedance readings were greater than ten thousand. The device was tested at 1.5v and 3.0v with impedances "still showing high." The patient's device ws reprogrammed and "he did get some benefit with reduction in stiffness in his calf," but the testing of the device suggested a possible open circuit. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.